Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was not known. A correction bolus was delivered to address bg. Additionally; it was reported that the battery could not be charged. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.